Event description:
It was reported that the patient experienced three infusion set kinked cannula events from (B)(6) 2026, which resulted in hyperglycemia. The patient noticed symptoms three hours of insertion and one after three hours. The patient¿s blood glucose level was reported to be high and was managed with a correction injection administered via multiple daily injection (mdi).

Manufacturer narrative:
MDR 3003442380-2026-18420 / initial 2 of 3 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380